Event description:
The customer reported that the olympus monitor screen would not turn on. No patient injuries were reported.

Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. E1 address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.